Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited loss of capture due to dislodgement. A revision procedure was performed and the right ventricular lead was successfully repositioned with normal measurements. In addition, the left ventricular lead had dislodged and it was not possible to reposition the lead in an appropriate location. The lead was removed and the left ventricular port plugged. No additional adverse patient effects were reported. .